Event description:
A peritoneal dialysis pt reported dialysis solution was leaked out of the cassette and into the cycler. Pt had completed treatment. Upon removal of the tubing set, solution was found inside the cycler. The pt noticed a hole in the top left corner of the cassette upon inspection. Pt did not receive prophylactic antibiotics and had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.